Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: records of rebooting were present in the black box. There was no damage to the battery compartment or the battery cap. The pump powered on normally and was exercised per procedure without any interruption in power. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue.